Event description:
(B)(4). Hair loss, fatigue, weight gain, lower abdominal pain, muscle spasms, lower back pain, headaches, food sensitive's, bloating, depression, eye's twitch, legs and arm joint pain, dental issues, loss of smell, indigestion, metallic taste, tingling in legs and arms.